Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/03/2013 with the following findings: a review of the pump¿s history showed no occlusion alarms. During testing, the pump was able to rewind, load, and prime successfully with no alarms. The force sensor was found to be in calibration. The pump was tested for 24 hours with no occlusion alarm occurring. An occlusion was induced and the pump emitted the appropriate visual and audible occlusion detected alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.